Event description:
It was reported that during a ventricular lead implant attempt, two separate leads exhibited undersensing. A third lead was implanted with success. No patient complications have been reported as a result of this event.